Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was hardware low level failure as well as software error detected. Customer's blood glucose was 63 mg/dl. Customer stated that was able to successfully clear the alarm and received request to rewind insulin pump. Customer was able to complete insulin pump rewind. The customer was advise to performed a self test and they did; insulin pump passed the test. Customer also stated that the insulin pump had received a hardware low level failure. Customer troubleshoot was performed. Customer was advised that the insulin pump will need to be replaced and to revert to back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected or hardware low level failures alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 3508 file number 26) due to a software error (ptc 2022281) and hardware low level failures due to broken pin 6 (sda) trace at u1 on the keypad assembly.